Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She was able to remove the remaining pledget pieces with assistance. After she removed the pledget pieces she experienced abdominal pain, sweating and fatigue. She alleged she passed some of the pledget pieces in her menses. Her symptoms resolved and she did not seek medical attention. She did not experience any adverse health effects.